Event description:
On (B)(6) 2008 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computed tomography (CT) scan revealed tilt of the filter and mesenteric perforation. There was minimal strut wall perforation along the tip of five (5) and six (6) of the caval legs, with no organ penetration. There was a 30 degree tilt to the right. No stenosis, fracture, or migration of the filter was noted.

Manufacturer narrative:
Lot number updated to correct number.

Event description:
On (B)(6) 2008 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computed tomography (CT) scan revealed tilt of the filter and mesenteric peforation. There was minimal strut wall perforation along the tip of five (5) and six (6) of the caval legs, with no organ penetration. There was a 30 degree tilt to the right. No stenosis, fracture, or migration of the filter was noted.